Manufacturer narrative:
This information was received from a medwatch report with uf/importer report #: (B)(4). Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the bentson straight cerebral heparin coated fixed core wire guide unraveled upon removal from a seroma, so another wire was used to place the drain successfully. No pieces of the wire were retained inside the patient. It was further noted that the weld connection disconnected from the coil and safety wire which resulted in coil elongation. The product problem did not result in any reported serious injuries to the patient.